Event description:
It was reported that the customer experienced difficulty with the pump's quick bolus/wake button, which was hard to press or required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on proper button press techniques and confirmed the pump issue, leading to a decision to replace the pump under warranty. The customer was guided on returning the faulty pump in storage mode with a pre-paid label, and they would continue using the current pump for insulin delivery until the replacement is received.